Event description:
During thrombectomy of an av, arteriovenous graft using a lemaitre 5f fogarty, the balloon did not deflate and broke off from the fogarty. An incision had to be made higher up to retrieve the balloon. Pt, patient, did not suffer any injury.